Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient underwent a revision procedure due to low right atrial (ra) lead pace impedances measuring less than 300 ohms. An x-ray was performed prior to the procedure which revealed that the leads (ra and right ventricular (rv)) were likely pinched. Upon pocket opening it was found that the ra and rv leads had sutures tied around the lead bodies as well as the suture sleeves. The physician decided to replace both leads with non-boston scientific product. The leads were explanted and expected to be returned. No adverse patient effects were reported. The patient had a normal sinus rhythm at 72 beats per minute.